Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 481 mg/dl. The customer's blood glucose was 398 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose and delivery anomaly. The customer also reported that they were unable to remove the battery cap on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.